Event description:
First knee replacement lasted only 3 years before showing signs of loosening and deterioration. Second knee replacement begins first signs of loosening after 4 months. Now told the knee may and most likely will have to be fused w/ no bending ability because too much bone is missing in order for another replacement to be completed. Stryker did an investigation without the device in hand. They used the operative report and they are putting blame on dr.